Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a high alarm of cassette not attached. No patient injury was reported.

Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. No problem with the tamper seal. Review of the history log confirmed, "high alarm displayed: cassette not attached properly" pointing to reported comment. Alarm 6 times in event log on (B)(6) 2022 at 11:06am-11:13am, and no alarm on other dates ((B)(6) 2022). Could not duplicate reported error by attaching the cassette and closed the handle. No alarm, "cassette not attached properly." Visual inspection found small air bubbled on dso seal. The reported problem could not be duplicated. It is unknown to what caused the reported problem. Replaced the dso sensor as preventive action. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.